Event description:
The caller reported a discrepancy in the insulin gauge display amount. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by loading a new cartridge.